Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured no external power alarm event was captured on (B)(6). According to the voltage values, the alarm appears to be a result of a double disconnection during a power exchange from 14v batteries to the mobile power unit. The black power cable was disconnected prior to the white power cable, which resulted in the alarm to become active. The system reverted to the internal backup battery for power and continued to operate at the stored speed value of 6,100 rpm during the events. Both power cables completed connection to the mobile power unit and the no external power alarm cleared. It was noted the log file was retrieved from system controller (serial # (B)(6)). Additional information communicated on 20jul2021 indicated the serial number of the mobile power unit was not available and is not expected to be returned. The information indicated the no external power alarm was related to a loss of ac outlet power. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mpu was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file displayed transient no external power alarms on (B)(6)2021 while tethered to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The no external power alarms were due to loss of power due to storms in the area. The patient was fully recovered at home.